Event description:
It was reported that the event occurred while in the operating room with the catheter inserted, via right external jugular, by the physician. Upon arrival in the cardiac care unit (ccu), fluid was observed leaking in around the sleeve. There was extensive leakage of blood and intravenous fluid backwards through the valve of the introducer into the sleeve covering the pacing catheter. As a result, the physician removed the catheter successfully. A permanent pacemaker was implanted. There was no report of pt death, complications or injury. No delay or interruption in therapy was noted. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.